Event description:
Independent repair center: customer alleged unit will not start, and the key failure is the compressor is noisy.associated malfunction for this device: flow meter filled with water, barb connector filled with water.